Event description:
Patient's one touch ultra meter was reported to keep giving the error 4 message. This issue was not resolved with troubleshooting. No adverse event or serious injury was reported. No further clinical information was reported.